Manufacturer narrative:
Correction:h3 (remove 02- device evaluation anticipated);h.6.

Event description:
It was reported that a propofol infusion completed faster than expected on an intubated patient in the ICU shortly after arriving from the ed. A preexisting propofol drip (20mcg/kg/min/100ml) was programmed; 5 minutes into the infusion the nurse noticed that the propofol was infusing faster than expected. Upon troubleshooting and closer observation, it was noted that upon opening the door to the device, the safety clamp was not correctly inserted/seated into the device, resulting in an increase in sedation. Although requested, no further details were provided by the customer as customer stated: "pending approval for additional event details". It was later reported that the patient arrived from the ed and experienced a similar propofol over infusion event prior to arriving in the ICU on the same devices (lvp and pcu).

Manufacturer narrative:
Patient demographics requested however not provided. The complaint of a propofol over-infusion was confirmed. Upon inspection, dull iui connectors and a broken platen (upper hinge) were identified. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification after the broken platen was replaced. There were no anomalies observed with the returned primary set (model 2420-0007) and there were no leaks observed from the set. There were no issues with the silicone segment of the set. The pump module was received with a broken platen and unregulated flow was observed during functional testing. The root cause of the propofol over-infusion was identified as due to a broken platen.

Event description:
It was reported that a propofol infusion completed faster than expected on an intubated patient in the ICU shortly after arriving from the ed. A propofol infusion (20mcg/kg/min/100ml) was programmed; 5 minutes into the infusion the nurse noticed that the propofol was infusing faster than expected. Upon troubleshooting and closer observation, it was noted that upon opening the door to the device, the safety clamp was not correctly inserted/seated into the device, resulting in an increase in sedation. Although requested, no further details were provided by the customer as customer stated: "pending approval for additional event details". It was later reported that the patient arrived from the ed and experienced a similar propofol over infusion event prior to arriving in the ICU on the same devices (lvp and pcu).